Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 38-year-old african american female patient who underwent primary breast augmentation surgery with two 590cc mentor memorygel breast implants experienced right sided capsular contracture baker grade iii/IV and left sided breast cyst post procedure. As a result, patient had explantation on (B)(6) 2022. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 16, 2022, mentor became aware that g3 awareness date submitted in initial report was incorrect. Manufacturer¿s reference number:(B)(4). G3 awareness date for initial report is august 9, 2022. Report submission due date is september 8, 2022.